Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02636. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent vaginal mesh removal and cystoscopy on (B)(6) 2010.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, dyspareunia, and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009. It was reported that the patient underwent a flexible cystoscopy and vaginoscopy on (B)(6) 2010 with indications being mesh erosion, mixed incontinence, pelvic pain, and vaginitis. The procedure showed there was persistence of mesh and granulation tissue present at the vaginal apex and significant odor. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency and urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh removal on (B)(6) 2010 due to erosion and exposure. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2012-02636 and medwatch 2210968-2013-01176. The same patient is represented in each medwatch.